Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges about 3 to 6 months after started using his device, he is starting developing cough, phlym and nasal irritations. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the device returned to philips and unit scrapped due to age. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.